Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that, approximately one day after implant, this recently implanted pacemaker system exhibited intermittent capture on this right ventricular (rv) lead. The rv lead was reprogrammed to maximum output, and it was noted that the patient also had comorbid conditions including dialysis and a knee infection. Subsequently, a revision procedure was performed in which the rv lead was successfully replaced and the right atrial (ra) lead was disconnected. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this rv lead was actually repositioned in the revision procedure and high pacing impedance measurements were noted. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, approximately one day after implant, this recently implanted pacemaker system exhibited intermittent capture on this right ventricular (rv) lead. The rv lead was reprogrammed to maximum output, and it was noted that the patient also had comorbid conditions including dialysis and a knee infection. Subsequently, a revision procedure was performed in which the rv lead was successfully replaced and the right atrial (ra) lead was disconnected. No additional adverse patient effects were reported outside the revision procedure.